Event description:
It was reported the customer had a motor error alarm on their insulin pump. Customer was also experiencing high blood glucose. The customer's blood glucose was 486 mg/dl at the time of the call. The customer has treated their blood glucose with a manual injection. It was also reported the customer had nausea from their high blood glucose. The customer was not hospitalized as a result of their blood glucose. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.